Event description:
The customer stated that she was hospitalized for blood glucose levels above 600 mg/dl. The customer stated that she had been injected with pain medication that made her blood glucose levels elevate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.